Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during an esophageal procedure performed on (B)(6), 2009. According to the complainant, when the physician began to deploy the stent, he found it difficult to open. The physician increased the pulling force, resulting in the suture thread breaking at the level of the ring. The stent completely failed to deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
Pt with auto anti-e failed to react with any of the e positive cells on the panel. Account describes reactivity as 2+ with the screening cells. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.